Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the helium leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the helium was leaking over 20psi in five minutes, pursuant to the latest service manual. The fse checked and tightened all connections, including the replaced o-rings with no improvement of the reported issue. Upon further inspection of the unit, the fse was not able to determine the site of the leak; however, was able to verify that the leak was isolated to the hospital cart. The fse replaced the helium regulator and helium tubing which resolved the issue. Thereafter, the unit passed the helium leak test. The fse then performed a pm, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The full event site name is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the helium leak test. There was no patient involvement, and no adverse event reported.